Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, a technical support specialist (tss) connected to the station, checked the data synchronization and fixed manual recovery process by applying knowledge article ¿manual recovery required datasyncinvaliduploadchangetrackingvalue¿. The tss done a reverse synchronization process by following the knowledge article¿ medes retry - insert into tx. Storage item transaction¿ the tss found that the station went into retry mode and it was resolved by the pse (product service engineer) as per the knowledge article. The tss confirmed that the retry error has been fixed and the station is now communicating. The tss found the hsv (health sight viewer) and confirmed with no download or communication errors. The customer confirmed that the station was successfully communicating with the cii server. The system functioned as intended when the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, system machine was not communicating properly with logistics. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.